Manufacturer narrative:
Other text: d4: lot number, expiration date, UDI number, h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had a few leaky cuff issues which initially they thought as one off s but was occurring more frequently. This has been reported with trach sizes 4.0 (2 v-flanged peds patients; 1 ped flextend). Patients were ventilated, staff noticed increase cuff leak on the vent and audibly. When cuff volume checked, there was "an ml" loss. "Sometimes it was under 0.5 ml, sometimes over". When the trachs have been checked for leaks the customer could not detect any leak from the cuff itself or the pilot balloon or at the balloon insertion line. No patient harm but needed to change the trach tube earlier to troubleshoot. There was patient involvement but no patient or clinical injury. Other relevant history, including pre-existing conditions: ltbp4-related, cutis laxa. The outcome was inspected trach, could not detect any leak.

Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. One sample was received for evaluation. Visual inspection revealed the device was in used conditions without the original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) . Located in sections g.1., please direct those to the following: (B)(6) .